Event description:
The customer reported via phone call that the infusion set cannula was bent. Her sensor and blood glucose level readings were far off. Customer's sensor glucose reading was 93 mg/dl but her blood glucose level was 141 mg/dl. Her sensor and blood glucose level difference was within an acceptable range. Customer's blood glucose level was 37 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor failed per specifications due to high readings. A visual inspection was performed and found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.